Event description:
Procedure type: total gastrectomy. According to the reporter: the device did not staple when fired. No delay to operating time, and less than 200cc bleeding occurred as a result. A new instrument was used to complete the procedure. No patient injury was reported. Patient details were not disclosed.